Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a kinked conductor wire in the monopolar yaw pulley and a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Components adjacent to the kinked wire show damage which may indicate potential mishandling/misuse. Additionally, the instrument found to have a broken conductor cap at the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of each finding is listed as follow: the probable root cause of kinked conductor wire is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink. The probable root cause of the broken instrument conductor cap is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken conductor cap. The probable root cause of the damaged conductor wire insulation is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The instrument underwent a design change to improve its reliability in regard to the conductor wire and ceramic insulator components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument coaguled poorly. The procedure was completed with no reported injury.